Manufacturer narrative:
(B)(4). The customer returned one unit 5-10313 et tube, hvt, 6.5 for investigation. The et tube was visually examined with and without magni fication. Visual examination of the returned device revealed that the sample appeared typical. Biological material was present on the device. No defects or anomalies were observed. Functional inspection was performed on the returned device to test for proper inflation and deflation. A lab inventory syringe was filled with air and attached to the pilot balloon. Upon injection of air, the balloon cuff was unable to stay inflated. The device was submerged underwater in order to test for leaks. Upon inflation, the device leaked from a hole in the balloon cuff. The reported complaint of "leak - device leak - cuff" was confirmed based upon the sample received. The returned et tube was found to have a hole in the balloon cuff which prevented it from being able to stay inflated. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the inflation test was conducted before use, and no problem was found on the product. However, the issue suspected to be a leak from the cuff occurred during use. Therefore, the tube was replaced with a new one to complete the procedure. No injury to the patient occurred."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the inflation test was conducted before use, and no problem was found on the product. However, the issue suspected to be a leak from the cuff occurred during use. Therefore, the tube was replaced with a new one to complete the procedure. No injury to the patient occurred."